Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) (r855460801). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. It was noted that prior to deployment, the inflow edge of the constrained valve frame was not aligned at the base of the non-coronary cusp. The final non-coronary cusp implant depth was 4.0mm. On 06 august 2024, it was noted via electrocardiogram that the patient developed a third degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of this type of arrhythmia or other conduction disturbances, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4.0mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported surgical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that there was no calcification extending beneath the aortic annular plane in the interventricular septum and the length of the membranous septum was 1.03cm. There was no difficulty experienced implanting the 27mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged and in good general condition at the time of report.